Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room and got discharge eventually and had experienced high blood glucose level of 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The device was not returned for analysis.